Manufacturer narrative:
Conduction disturbances, such as complete heart block, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Bradycardia is generally a result of known potential adverse effects, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that transient complete heart block (chb) was observed during the deployment of this transcatheter bioprosthetic heart valve. A normal sinus rhythm was noted by completion of the device implant. The following day, the patient exhibited bradycardia with pacing from the temporary pacing system. The patient subsequently was found to be in chb. The patient was medically treated for pain and heart palpitations, and a permanent pacemaker was implanted the same day. No subsequent adverse patient effects were reported.